Event description:
It was reported that the user experienced a prolonged high blood glucose followed by a low after missing a dinner meal announcement while using the ilet with a dexcom g7 and a contact detach steel infusion set in the abdomen, which constituted an improper or incorrect use procedure involving the user interface. Symptoms included hyperglycemia peaking at 353 mg/dl and subsequent hypoglycemia with a nadir of 45 mg/dl and diaphoresis. Outcomes included a missed dose and serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, specifically the missed meal announcement via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.